Manufacturer narrative:
The clinical sales representative (csr) delivered a blue fiber cable to the customer and the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to a damaged blue fiber cable. Customer did not have a replacement cable and chose to convert. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had issues with the blue fiber cable damaged after stepping on it. Technical support found error 23 in the system logs. Customer chose to convert the case. There was no patient harm. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the issue was identified during the procedure. Ports were already placed. The customer was unable to complete troubleshooting and did not have a backup blue fiber cable. The surgeon chose to convert the procedure to laparoscopy. Procedure was completed with no patient harm. No patient demographic information was provided.